Event description:
During a customer site visit, a steris sales rep was asked to check the customer's system 1 processing trays for possible leaks. In the course of the evaluation it was noted that the customer was using a c1130 processing tray with an unidentifiable flow adaptation for processing pentax fg29v & fc38lv colonoscopes. No steris quick connect has ever been labeled for processing the pentax fg29v & fc38lv colonoscopes in the c1130 processing tray. Therefore, the customer was not processing the devices in accordance with steris processing instructions. The facility has no reported cases of pt contamination or pt infection as a result of the use of incorrect flow. Steris informed the facility that sterile processing cannot be guaranteed by steris when devices are processed in a manner not in accordance with steris's operators manual and quick connects instructions for use. As a corrective action, steris conducted an in-service training for the staff demonstrating the proper processing and connecting instructions for the steris system 1 and the quick connects for this facility's specific inventory of scopes. Although there have been no reports of death or serious injury or any pt-associated adverse events related to this incident, nor is there evidence that a steris device malfunctioned, this is being reported because the level of sterility assurance obtained when the unvalidated flow adaptation was used is undetermined. Steris is submitting this MDR not because the system 1 caused or contributed to a death or serious injury, but because the labeling states that sterile processing cannot be guaranteed when the instructions for use are not followed.

Manufacturer narrative:
Steris informed the facility that sterile processing cannot be guaranteed by steris when devices are processed in a manner not in accordance with steris's operators manual and quick connect instructions for use. As a corrective action, steris conducted an in-service training for the staff demonstrating the proper processing and connecting instructions for the steris system 1 and the quick connects for this facility's specific inventory of scopes. Although there have been no reports of pt death or serious injury or any pt-associated adverse events related to this incident, nor is there evidence that a steris device malfunctioned, this is being reported because the level of sterility assurance obtained when the unvalidated flow adaptation was used is undetermined.